Event description:
It was stated "prolift inserter inner core broke while inserting cage into patient, we had to find a way to wiggle out the cage inserter while it was inserted in the patient as it no longer had a handle on it and need to pop off from the cage. "

Manufacturer narrative:
It was observed that the fracture occured completely through the cross pins that secure the distal inner shaft to the proximal slap hammer attachment. It is believed that the fracture occured around the cross pin and propgated along the threads.